Manufacturer narrative:
Investigation summary: four open and 38 sealed 30g x 5mm safety pen needle samples were returned from lot. No. 7349821, cat. No. 329605. Activation, clog and functionality testing was carried out on 30 of the sealed samples and no issues were observed. Three of the open samples activation had already been completed so no further examination could be carried out. Activation clog and functionality testing was carried out on the one open sample that was not activated and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: no issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported during use that the bd autoshield¿ duo safety pen needle "runs back through the skin and recently refused 2 pieces of autoschield with one and the same care recipient. Normally you hear a click the moment the needle hits the skin. In both cases, however, this was not the case and the needle remained in the holder. Very nasty for the client and for the employee." No reports of serious injury or medical intervention noted.

Event description:
It was reported during use that the bd autoshield¿ duo safety pen needle "runs back through the skin and recently refused 2 pieces of autoschield with one and the same care recipient. Normally you hear a click the moment the needle hits the skin. In both cases, however, this was not the case and the needle remained in the holder. Very nasty for the client and for the employee." No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. Device returned to manufacture: yes.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use that the bd autoshield¿ duo safety pen needle "runs back through the skin and recently refused 2 pieces of autoschield with one and the same care recipient. Normally you hear a click the moment the needle hits the skin. In both cases, however, this was not the case and the needle remained in the holder. Very nasty for the client and for the employee." No reports of serious injury or medical intervention noted.